Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio: 3.7; repeat: 1.7. Time between testing was reported as 10 minutes.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr = 3.7, 2nd inr = 1.7, mean = 2.7, sd = 1.41, %cv = 52.38. Since %cv exceeds (B)(4), inratio meter results do not pass the criteria for precision. Further testing is required. Unable to perform retained strip tests due to unknown strip lot number; not given on the event details. No further investigation is possible. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. No strip lot information was available. This issue will be subject to tracking and trending. No corrective action as no product deficiency was established.